Event description:
The customer reported that during a laparoscopic-assisted vaginal hysterectomy, an alarm was heard and the device stopped working. The dissector was removed from the surgical area and a piece of the active waveguide disengaged while the staff was cleaning the instrument. Nothing fell into the pt cavity and there was no pt. A new dissector was installed onto the system and was used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.